Event description:
A nurse reported about an lens explant a year after initial procedure due to blurry intermediate and distance vision. The lens was replaced with a non-company lens. The patient symptoms were resolved.

Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. The optic was cut into two pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified associated cartridge and handpiece was indicated. The file indicated the use of a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal lens 21.5 diopter (2.25cyl), add power +2.2 & 3.2 lens was exchanged for a non-company lens. The manufacturer internal reference number is: (B)(4).